Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended as the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.